Event description:
During a laparoscopic tubal ligation procedure, the applicator tongs at the end of the applicator tore through the falope tube. A like device as used to finish the procedure.

Manufacturer narrative:
Device was received disassembled in pieces. The applicator tongs are bent, off center of the shaft. They are also pinched together. The tips or ends of the applicator tongs are smooth with no burrs noted. The applicator tongs can be repaired and realigned. On the slide operator, the internal spring is rusted, difficult to move from position 1 to 2. It will need to be replaced. This is common to a device that has been used, cleaned, sterilized a number of times. On the inner and outer shafts, both distal ends appear nicked and worn. The ends of the shafts will be polished and all nicks will be removed.